Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, the right ventricular lead exhibited loss of capture in the unipolar configuration. When the lead was connected to the pulse generator, right ventricular capture was observed.